Manufacturer narrative:
Block e1: initial reporter address (B)(6). Block h6: device code a0401 captures the reportable event of basket wire break. Block h10: the returned zero tip basket was analyzed and a visual evaluation noted that the sheath was found kinked/bent at the distal section. The basket wires were all found broken. Under magnification, discoloration was noted like the basket could have been burned by a laser or some similar tool. Functional evaluation found the basket will open and close normally. The reported event was confirmed. Based on all available information, it is possible that operational factors such as manipulation during its use, or contact with a laser or hot surface could have damage the wires of the basket. Once the basket wire were debilitated, an excess force applied by the user can caused the failure of "basket wires broken" and consequently affect the performance of the device. The instruction for use (IFU) states warning "this device should not be directly fired upon by any lithotrite. To do so may damage the device and could result in patient injury". "This device must not come in contact with any electrified instrument." Additionally, during the product analysis, it was found that the sheath was kinked at the distal end. Based on the evidence, this could be cause due to a handling/manipulation, interaction with the scope during it use. Therefore, the most probable root cause is unintended use error caused or contributed to event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used not in accordance with the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kub (kidneys, ureter, and bladder) site during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2021. During the procedure, the basket broke when attempting to open it in the kub site. A photo of the complaint device submitted by the customer showed a missing fragment from the basket tip. Attempts were made to obtain additional information regarding the cause and location of the missing fragment, but the information was not available. No additional intervention was performed during the procedure in regards to the missing fragment. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Initial reporter address. (B)(6). (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used in the kub (kidneys, ureters, bladder) site during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2021. During the procedure, the basket broke when attempting to open it in the kub site. A photo of the complaint device submitted by the customer showed a missing fragment from the basket tip. Attempts were made to obtain additional information regarding the cause and location of the missing fragment, but the information was not available. No additional intervention was performed during the procedure in regards to the missing fragment. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.